Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) channel. The physician suspects that the cause of the event could be due to connection concerns on the header of the device. The device and the rv lead were explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of noise resulting in oversensing, and undersensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Additional information received indicating that undersensing was noted during the event as it related to the low sensing threshold noted during the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) channel. The physician suspects that the cause of the event could be due to the header of the device or due to rv lead dislodgement. The device and the rv lead were explanted and replaced to resolve the event. The patient was stable with no consequences.